Event description:
It was reported that the patient was admitted to the hospital the week prior to day of report due to infection. Patient was vented and was in the intensive care unit (ICU), it was unknown when the infection started. Patient has had saline in the pump since (B)(6), 2013, running a low dosage. It was unknown when it would run out. It was reported that the infection disease physician wanted the pump explanted as it was a foreign object in the patient¿s body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).